Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 5086mri52 implantable pacing lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead experienced high thresholds. The rv lead was explanted and replaced. Shortly thereafter, high thresholds were noted on the new rv lead. The rv lead currently remains in use. No patient complications have been reported as a result of this event.